Event description:
It was reported by (B)(4) report that and the head right siderail was stuck in the lowest position due to a bent timing link, and the power cord plug had a bent ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug with a bent ground prong. Bent timing link caused the siderail to be stuck at the lower position.